Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent a removal of his artificial urinary sphincter (aus). A hole in the cuff was visually identified. All components were removed and replaced. There were no patient adverse effects. The patient had a good outcome.